Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the total from 2 to 1. Individual report number 1060818-2023-09373 is the new individual report associated.

Event description:
Implant failed to osseointegrate.